Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after using the device on stomach in a laparoscopic sleeve gastrectomy, patient was re admitted and brought back to surgery to stop the leak and stabilized. The incision was extended by more than 1 inch (2.54 cm), surgical time was extended by more than 30 minutes and there was blood loss of more than 500 cc.